Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 200cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced right breast inframammary crease fullness. As such, a consultation with a medical professional was performed, and the patient was noted to have bilateral breast ptosis, capsular contracture of the left breast (baker grade unknown), and a mass in the right breast. Ultrasound imaging indicated a possible right breast implant rupture which was confirmed via magnetic resonance imaging. As a result, the patient underwent bilateral removal and replacement with 150cc mentor memorygel breast implants on (B)(6) 2024. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2024-01452 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture, anisomastia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 20, 2024, the mentor analysis lab received the suspect medical device for evaluation. On february 22, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant have two tears (tear a and tear b), one (tear a) on the anterior view, and the second (tear b) in the posterior view, measuring approximately 0.4 cm and 0.2 cm, respectively. In addition, shell abrasion was observed at the edges of both tears. The evaluation determined that the possible cause of both ruptures is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).